Manufacturer narrative:
Continuation of d10: product ID: 388928, product type: lead, product ID: neu_wrench_acc, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2021-01-08 mpxr 794190, mpxr 794190 fu1, fu2, rp (for, rep, hcp): the healthcare provider reported via manufacture representative that the set screw could not be fastened. The torque wrench did click immediately after starting to twist. It was noted that the healthcare provider was not able to loosen the set screw. The healthcare provider could not pull on the lead to check proper connection because of defective insulation. The healthcare provider decided to implant the ipg anyway. Impedances were high on all contact despite {c-2, c-3, 2-3}. There was no difference between 2-3 measurements with different amplitudes (2.5v, 3.1v). After removing the lead from the header of the ipg the healthcare provider noticed that the insulation was pulled back by about 2 cm in the area right behind the contacts. Additional information received reported that the ipg was moving within the pocket. Potentially a revision surgery would be performed. 2021-03-17 an_eval (for, rep): no new event information received. 2021-04-22 email (for, rep): no new event information received.

Manufacturer narrative:
H3: d10/d11: concomitant medical products: product ID 388928, serial# unknown. Product type lead product ID neu_wrench_acc lot# unknown. Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, serial#: unknown, product type: lead, product ID: neu_wrench_acc, lot#: unknown, product type: accessory. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the set screw could not be fastened. The torque wrench did click immediately after starting to twist. It was noted that the healthcare provider was not able to loosen the set screw. The healthcare provider could not pull on the lead to check proper connection because of defective insulation. The healthcare provider decided to implant the ipg anyway. Impedances were high on all contact despite {c-2, c-3, 2-3}. There was no difference between 2-3 measurements with different amplitudes (2.5v, 3.1v). After removing the lead from the header of the ipg the healthcare provider noticed that the insulation was pulled back by about 2 cm in the area right behind the contacts. Additional information received reported that the ipg was moving within the pocket. Potentially a revision surgery would be performed.